Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the implant procedure of the implantable cardiac monitor, the patient had an allergic reaction. It was noted that the patient reported a nickel allergy. The device remained implanted. The patient was in good condition post event.